Event description:
The user facility reported the unit was leaking water. The amount of water leaked is unknown. No injuries were reported. No procedural delays or cancellations have been reported.

Manufacturer narrative:
A steris service technician arrived on-site at the user facility, and found the unit leaking water, which spread away from the machine. The technician inspected the unit, and found a leak at the polypropylene elbow fitting located on the water supply piping. The technician replaced the fitting, tested the unit, found it to be operational and returned it to service. The drain hose was attached to the wall drain pipe. The unit was tested, found to be operational, and returned to service.